Manufacturer narrative:
When the distributor attempted to obtain information about the event on july 26, 2017, the dentist did not provide the patient identifier, ethnicity and race. Nakanishi contacted the distributor for the information on september 12 and 14, 2017, but did not receive any response from the distributor. Due to the device not being returned from the distributor, nakanishi inc., japan (manufacturer) made the DHR examination as the investigation approach. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.

Event description:
On august 26, 2017, nakanishi received an email from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. - the event occurred on (B)(6) 2017. - a dentist carried out an occlusal adjustment using forza f5 (serial (B)(4)) after an endodontic treatment on a patient's tooth #30. - anyone of the dentist, dental assistant and the patient was not aware of the event at this time. - when the patient returned for a follow-up of the performed dental procedure, the dentist found dime sized burns on the right underside of the tongue and on the inside of the lower right cheek. - the dentist prescribed medicine for the burns.